Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/02/2015). The patient¿s meter has been returned on 1/16/2015 and evaluated by lifescan product analysis on 1/20/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the error occurred on ¿(B)(6) 2015 at 2:30 pm¿, when she obtained a message ¿retest with new strip¿. The patient manages her diabetes with ¿metformin in morning, gavotine [and] lipocide¿. She reported, as a result of the alleged error message, she consumed more food/drink. She alleged, two hours after the alleged issue occurred, she ¿was shaking¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged issue began.